Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported while plugged into ac power the device ran on battery until depletion. No patient harm reported. Pending patient information.

Manufacturer narrative:
Patient/user involvement: no patient harm reported. Follow up attempts were made to obtain patient information from the customer. If information is received, the complaint will be updated.

Event description:
The customer reported while plugged into ac power the device ran on battery until depletion. No patient harm reported.